Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous due a fairly large bowel obstruction. During the stenting procedure, as the physician attempted to withdraw the handle to deploy the stent, the exterior tube handle detached. It was reported that the physician used pliers to successfully and accurately deploy the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
The complaint indicated that the stent has been implanted; however, the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent had been fully deployed, the stent was not returned for analysis, only the delivery catheter. The inner lumen was kinked, and several kinks were present along the length of the clear outer sheath. The distal handle was detached from the outer sheath, which is consistent with excessive tensile force having been applied to the shaft. Kinks and evidence of stretching and accordioning were present in the blue outer sheath where the distal handle had detached from the outer sheath. The stainless steel shaft was broken in two. The distal portion of the broken stainless steel shaft was inside the blue outer sheath and the inner shaft was visible. The patient's anatomy was reported to be tortuous due to a fairly large bowel obstruction, which could be a potential contributing factor to the complaint incident. Device analysis determined that the condition of the returned device was consistent with the complaint incident. Based on the condition of the returned device, and the evaluation conducted the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the sigmoid colon of cancer patient on (B)(6), 2010. According to the complainant, the patient's anatomy was tortuous due a fairly large bowel obstruction. During the stenting procedure, as the physician attempted to withdraw the handle to deploy the stent, the exterior tube handle detached. It was reported that the physician used pliers to successfully and accurately deploy the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.